Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot number. On 12 july, we received a part of catheter with a burst balloon. The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. No corrective action will be implemented as the specific trend for balloon burst of this product family has an average which is considered acceptable as per the threshold.

Event description:
According to the available information, the catheter was in the patient for 3 weeks (patient not mobile). Balloon has been deblocked once a week and then filled again with uromed 10% glycerin plus distilled water. In the 3rd week after deblocking balloon burst. No harm to the patient.